Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the device was malfunctioning. The device hardware was not detecting the loss of battery energy. Device replacement was recommended and to return it for detailed analysis. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the device was malfunctioning. The device hardware was not detecting the loss of battery energy. Device replacement was recommended and to return it for detailed analysis. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that the cause of the fault code 1003 was undetermined. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.